Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported by the caller that the patient suffered a retroperitoneal bleed. The caller reported that a bsx faradrive sheath was placed in the right femoral vein (rfv). The physician then accessed the left femoral vein (lfv), but was unable to advance the soundstar crystal catheter - "it kept getting stuck next to the faradrive sheath when part way up the ivc". The caller stated that the patient's venous anatomy looked very narrow at that location. The rfv was then accessed for the crystal catheter, but the crystal would not advance very far. The crystal catheter was removed and a wire was inserted into the rfv- the caller stated that the wire never tracked with the rfv. The patient then exhibited hypotension and contrast was injected into the rfv: there was an opening from vein into the retroperitoneal space. A surgeon was called, and they were performing a cut-down on the right femoral vein. The caller left at this point, but the patient was stable. The caller has not heard any further information. What type of injury? Retroperitoneal bleed, rfv. What led to the discovery of the event? Hypotension. How was it confirmed? Contrast study. Was there medical intervention provided to the patient? Surgical procedure. Last known patient status: stable. Which therapeutic/diagnostic j&j ep product was in use? Is it available for return? Soundstar crystal catheter. Physician¿s opinion on the cause of the issue: possible that the injury to the vein. Occurred when advancing the faradrive sheath up the right femoral vein. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).